Event description:
Metal stem where the head attaches snapped leaving a jagged edge which no longer retains the heads properly, they easily slide off - oral-b [device breakage] . Heads do come loose in mouth - oral-b [device connection issue] . Case narrative: male consumer via e-mail stated that the metal stem where the oral-b toothbrush head attached to the oral-b toothbrush snapped leaving a jagged edge which no longer retained the toothbrush heads properly. They easily slid off. No injury was reported. 03-jul-2024 follow up via e-mail: the consumer reported that the oral-b toothbrush heads came loose in his mouth. No injury was reported. 03-jul-2024 follow up via pictures: the suspect product was oral-b rechargeable toothbrush handle 3772 pro 3 3000. The suspect product lot was 3ca13620703. No injury was reported. 05-jul-2024 follow up via digital safety assessment survey: the consumer was 58-years-old. No injury was reported. (B)(6) 2024 case update: the concomitant product lot was 81230. No injury was reported. (B)(6) 2024 case update from information initially learned on (B)(6) 2024: the concomitant product was oral-b power oral care refills precision clean antibac eb20ch. No injury was reported.

Manufacturer narrative:
(B)(6) 2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Metal stem where the head attaches snapped leaving a jagged edge which no longer retains the heads properly, they easily slide off - oral-b. [Device breakage] heads do come loose in mouth - oral-b. [Device connection issue] case narrative: male consumer via e-mail stated that the metal stem where the oral-b toothbrush head attached to the oral-b toothbrush snapped leaving a jagged edge which no longer retained the toothbrush heads properly. They easily slid off. No injury was reported. 03-jul-2024 follow up via e-mail: the consumer reported that the oral-b toothbrush heads came loose in his mouth. No injury was reported. 03-jul-2024 follow up via pictures: the suspect product was oral-b rechargeable toothbrush handle 3772 pro 3 3000. The suspect product lot was 3ca13620703. No injury was reported. 05-jul-2024 follow up via digital safety assessment survey: the consumer was 58-years-old. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.